Manufacturer narrative:
Main investigation conclusion: the report of superficial damage to the driveline cannot be conclusively confirmed through this evaluation as no product or images are available. A specific cause for the damage could also not be determined. It was reported that the driveline was almost entirely covered in rescue tape due to external damage. The patient remains ongoing on (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook both contain information on how to care for the driveline. Both the documents advise the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event the heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline¿. However, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The patient handbook and IFU, rev. C, also caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was almost entirely covered in rescue tape due to external damage.